Manufacturer narrative:
The catheter has not been received at this time. A product analysis shall be conducted upon receipt and the product analysis conclusions will be submitted to the FDA in a supplemental report upon completion. The device history record for the catheter was reviewed, and verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 system; us catalog # s7001; serial # (B)(4). Carto 3 system; us catalog # fg540000; serial # (B)(4). Cool flow pump,u.s. Ship kit; us catalog # cfp002; serial # (B)(4). (B)(4).

Event description:
It was initially reported that during an atrial fibrillation procedure the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed. Follow-up information received revealed that pericardial effusion was identified close to the end of the procedure. The physician attributed the event to the transseptal puncture that was performed. There were no abnormalities such as char or impedance rise noted during the procedure. The procedure was continued and the isolation of all for veins was completed. The patient is a (B)(6) female on anticoagulation therapy. She remained hospitalized for 1 week and still experienced some chest pain after being discharged. This event is reportable due to the serious injury that occurred during use of biosense webster products.

Manufacturer narrative:
This complaint file is being closed since no product has been returned. Manufacturer reference# (B)(4).